Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using a in-house presto inflation device the balloon started leaking, upon microscopic observation it was noted a longitudinal balloon rupture. No further functional testing performed. Therefore, the investigation for the reported leak was confirmed as the balloon started leaking from the longitudinal rupture during the functional testing. The investigation was also confirmed for identified balloon rupture as longitudinal balloon rupture noted on the returned device under microscopic observation. Two photos were also reviewed. Two photos shows the catheter into a coiled formed and the balloon noted to be in deflated position, no damage noted on the catheter or balloon. No specific anomalies noted. Therefore, based on the photo review, the reported leak could not be confirmed as no evidence leak noted on submitted photos. A definitive root cause for the reported leak and identified balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure of the lower limb through the right femoral artery, the device allegedly failed to inflate causing leakage. It was further reported that the procedure was completed using another device. There was no reported patient injury.